Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 248 mg/dl at the time of the incident and current blood glucose was 123 mg/dl. Air bubbles were not removed successfully. There was no leaks at the p-cap connection, infusion set tubing and reservoir. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 random seal reservoir. Performed pre-fill reservoir test per dop114-811 and es9041. Found reservoir no leakage and no air bubbles anomalies during filling. Evaluated 1 open/used reservoir. Performed a visual inspection using dop114-811doc appendix f; and found snap-cap,septum and transfer guard missing from reservoir. Evaluated 1 open/used reservoir only; transfer guard not returned. Using a new lab transfer guard performed pre-fill reservoir test per dop114-811 and es9041. Reservoir no leakage and no air bubbles anomalies during filling.